Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 22 years, who has used the reliant device for expansion of vascular prostheses 500 times in total over the approximately 35 months and 134 times over the last 12 months and for temporary occlusion of large vessels 357 times in total over the approximately 35 months and 98 times over the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts) the following complications were encountered; entry site infection - localised infection at the puncture. It was reported that there was also ¿aneurysm rupture¿ in the indication of expansion of stent graft -partial rupture on insertion. The physician found the infection event not at all concerning and not related to the device. No further information has or will be provided.